Event description:
Closed wedge osteotomy performed. Modular blade plate and spiral blade was reported as cutting out of the bone. The distal femoral condyle migrated laterally and slid off the end of the spiral blade. Reportedly, pt was non-compliant. Pt revised to a medial distal femoral tomofix on (B)(6)2010. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Add'l info has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.